Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a cto (chronic total occlusion) examination, no x-ray was possible and the ias was not ready. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. There affected components were not returned to siemens for investigation, therefore, a root cause for the defective pc could be identified. Analysis of the log files showed that the ias went down and recovered two times. With the third occasion, the user tried to recover the ias by restarting the complete system without success. The ias computer was replaced by a service engineer and the system was returned to full functionality. As no systematic issue could be identified, no further corrective action is planned at this time.